Manufacturer narrative:
Product investigation will not be performed since the catheter was not returned for analysis. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system: model #:m-4800-01, serial#(B)(4); stockert 70 system: model #: m-5463-01, serial#:(B)(4); coolflow pump: model #: unknown, serial#:unknown; lasso navigational eco catheter: model #: unknown, lot #: unknown; super coronary sinus catheter: model #: unknown, lot #: unknown. (B)(4).

Event description:
It was reported during an atrial fibrillation (afib) procedure, the patient's blood pressure dropped. Intracardiac echocardiography (ice) confirmed cardiac tamponade. A pericardiocentesis was performed and an unknown amount of fluid was removed. The patient was stabilized. Upon request, additional information was provided on the event. The event was life threatening. Approximately three quarters of the way through the procedure, the patients¿ blood pressure was noted to be low by the anesthesiologist. The physician noted a large effusion in the pericardial sac. A pericardiocentesis was performed and approximately 150cc was drained. This event did not result in the impairment of a body function or damage to a body structure. The patient required extended hospitalization. The patient fully recovered. The physician¿s opinion regarding the causality of the adverse event is that it was not due to malfunction of any bwi products and it was device related, possibly device related and possibly procedure related. The physician was unsure what caused it. He suspects that it occurred while ablating. There was a little difficulty with the transseptal puncture. The physician did not experience any difficulty in manipulating the catheter. The physician did not notice any abnormal signals. The patient received many ablations before the event. The rf generator was set to ¿power control¿ mode at 30-40 watts. The temperature cut off setting was unknown and the flow setting was 30ml/min. The sheath used with the ablation catheter was by agilis. The products used for the transseptal puncture were the agilis sheath and the brk needle. The act maintained during the procedure was 300 ¿ 350.